Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, a nurse reported that the patient had green discharge at the stoma site. The patient was treated with oral amoxicillin antibiotic 500 mg. Three times daily for the stoma site infection. On (B)(6) 2019, the patient was admitted to the hospital due to bloody diarrhea with mucous and being unable to tolerate oral fluids. The patient was treated with unknown intravenous (IV) antibiotics and IV fluids.